Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, images were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in extremely diseased artery using the lifestent 5f vascular stent. During the procedure, the life stent allegedly fractured in half.

Manufacturer narrative:
H11: this supplemental MDR is being submitted to report that MFR rpt# 9681442-2025-00214 was a duplicate record and was opened in error. The event details are being captured under complaint file #: (B)(4) and was reported to the FDA under MFR rpt# 9681442-2025-00197. G3: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a stent placement procedure in extremely diseased artery using the lifestent 5f vascular stent. During the procedure, the life stent allegedly fractured in half.